Event description:
In 2009, the lay-user/reporter contacted lifescan alleging that a one touch ultra 2 meter had given her unspecified error messages using 2 vials of test strips. The patient tests her blood glucose 4 times a day. She manages her diabetes with insulin (unknown type/regimen). The reporter indicated that the alleged issue started on an unspecified date/time during the same month. The reporter claimed that the patient developed symptoms of frequent urination and a bladder infection two weeks after the alleged issue(s) began. The reporter claimed that the patient received treatment because of the alleged issue. However, she was unwilling/unable to provide details of the treatment. It is not known if the patient was able to test her blood glucose before and after the symptoms developed. It is also not known what actions the patient took before the symptoms started. The patient was unwilling/unable to troubleshoot the alleged error message issues. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed symptoms that can be associated with a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.